Event description:
Ventilator malfunctioned. The oxygen will not analyze. Three previous reports were filed on this same piece of equipment. It was sent to the co for a complete overhall after the last incident in 5/95. It was returned on 6/16/95, with 12133.5 hrs of use. We logged an add'l 118/4 hrs before it malfunctioned.